Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. While advancing a taxus express2 drug eluting stent through a 6fr cordis guide catheter, the physician noted resistance. The stent could not be moved distally across the mid-lad lesion. The physician then retracted the stent/delivery system to re-attempt proper stent placement when the struts flared out, causing dissection of the artery. The stent/delivery system was removed from the guide catheter with much difficulty. Another manufacturer's stent was used to successfully complete the procedure. The patient is reported to be "okay".